Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, h2, h3, h6. Corrected: h6 clinical code. H10: multiple reports were submitted for this event: 0001822565-2024-03577, 0001822565-2024-03578. The reported event could not be confirmed due to limited information provided. No product was returned or pictures provided; dimensional and visual evaluations could not be made. Review of the device history records could not be performed as part and lot information was not provided. A d4efinitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.

Manufacturer narrative:
(B)(4). D10 medical devices: unknown tibial insert catalog#: ni lot#: ni. Unknown femoral catalog#: ni lot#: ni. G2 foreign source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a total knee arthroplasty. Subsequently, patient was revised due to instability. Attempts have been made and no further information has been provided.